Event description:
It was reported that this non-(B)(6) left ventricular (lv) lead was explanted with the crt-d system, due to the patient's infection. No additional adverse patient effects were reported. The explanted products were not expected to be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).